Event description:
Pt underwent exploratory laparotomy, total proctocolectomy and "endilleostomy" in 2004. During procedure, two fully perforated jackson pratt drains were placed in the presacral space and sutured in place with 2.0 nylon. Upon attempted removal of 1 of the j-p drains at bedside, four days later, the tubing snapped and broke. Some tubing retracted beneath the skin level. Attempt made to retrieve the tube at bedside was unsuccessful. Pt to o.r. Where pt underwent removal of retained j-p drains. Pathology reports confirms specimen consistent with drain.